Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone additional surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008, and a mesh was implanted due to sui. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent excision of portion of mesh on (B)(6) 2012.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
On (B)(6) 2012, the patient underwent excision of portion of the sling due to pain, dyspareunia, and malposition. On (B)(6) 2012, the patient underwent cystoscopy, left ureteroscopy and insertion of a left ureteral stent. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.